Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel. The handpiece failed for rotation, run noise, and sheath rotation. Cap temperature, cut and current draw tests were not completed due to the attachment overheating. Technician was unable to touch the handpiece and obtain any temperature or current measurements. Quality personnel then investigated the attachment. After 10 seconds of free running the attachment, the spray manifold separated from the attachment and the head seized up. Further testing was aborted. During examination after disassembly it was noted several internal components of the head assembly displayed moderate to severe amounts of debris. Also, moderate to severe amounts of debris was noted on inner drive components. All components appeared to be dry and lacking lubrication. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the breakdown of the internal components of the head leading to the increase of temperature reported in the complaint and the eventual seizing up of the attachment as demonstrated during testing.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.